Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in emergency room due to low blood glucose on (B)(6) 2020 with blood glucose level was 181 mg/dl. Customer did not using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with gave intravenous of insulin and monitored his blood glucose. Customer believed his insulin pump was alleging over delivered due to they felt bad after taking insulin. The customer stated that the drive support cap was normal. The customer also had high blood glucose technically and declined troubleshooting for high blood glucose. The insulin pump will be and reservoir will not be returned for analysis.